Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited no right ventricular capture at max outputs. In addition, the r-wave had decreased to 1.4 mv. The patient has a good intrinsic rhythm and does not require pacing. The system recently shocked successfully during a procedure.